Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, the patient experienced bleeding at the femoral puncture/dressing site. Doppler ultrasound identified a mostly thrombosed pseudoaneurysm in the upper third of the right superficial femoral artery with a rupture measuring 1.4 mm in diameter. Blood tests were performed for hematological monitoring. Surgical suture and a pressure dressing/compression were initiated, with doppler ultrasound follow-up planned within 48 hours. A subsequent doppler ultrasound showed complete thrombosis of the pseudoaneurysm after 48 hours of compression with no abnormalities visible in the arteries or veins. The event was reported to have prolonged an existing hospitalization.  No further patient complications have been reported as a result of this event.